Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted within a previous failed (stenotic) 21 millimeter (mm) non-medtronic surgical valve. The transcatheter valve was deployed on the first attempt at 3mm non-coronary cusp (ncc) and 3mm non-coronary cusp (ncc). It was decided to "frack" the surgical valve, due to the patient's need for a low gradient. A 22mm non-medtronic balloon was used for the post- balloon aortic valvuloplasty (bav). During the first inflation, there were ectopic beats that moved the balloon towards the aorta, which dislodged the valve upwards. A snare was inserted into the left femoral artery. The c-tab was grabbed, and the valve was moved below the carotid arteries and above the coronaries. A 2nd transcatheter valve was inserted and deployed. A 5 millimeters of mercury (mmhg) gradient was observed with no leak. The coronaries were patent, and the aorta remained intact. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, lot#0011611213, product type: 0195-heart valves; product ID: l-evolutfx-2329, product type: 0195-heart valves; product ID: 3300tfx-21mm; manufacturer: edwards science. Product ID: 22mm true balloon. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no pre balloon aortic valvuloplasty (bav) was performed. There was nothing of note in terms of patient anatomy that contributed to the dislodgement. The deployment starting point was noted to be the bottom of the pigtail. After the valve dislodged, the implant depth was noted to be 2 on the non-coronary cusp (ncc) and 3 on the left coronary cusp (lcc). The second valve was implanted valve in valve.